Event description:
Approximately 1 month after initial rtsa, the patient was revised due to dislocation. The patient during his post-operative recovery period did not follow the range of motion constraints and attempted to reach into the back seat of a car while sitting in the from seat to grab an item, dislocating his shoulder. The shoulder could not be closed reduced. The surgeon put in a new glenosphere, stem, tray and liner. The patient was revised to exactech devices. The event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: a939246, 320-31-40 - glenosphere, 40mm; a913580, 320-40-00 - 145-deg pe 40mm hum liner +0; a857694, 300-30-10 - equinoxe preserve stem 10mm; a984692, 320-10-00 - equinoxe reverse tray adapter plate tray +0; a860084, 320-15-05 - eq rev locking screw; a921149, 320-20-00 - eq reverse torque defining screw kit; s528866, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; a918975, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; s533910, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; s282094, 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; a903774, 320-35-08 - small superior/posterior augglenoid plate, right; 01014024161, a10012 - gps implant kit v2.

Manufacturer narrative:
D1: corrected. H6: corrected health effect, component, and investigation clinical codes.